Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Inspected 1 random opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test and sensor passed per specifications. Found cannula bent unable to confirm customer received sensor in said condition due to customer return sensor opened/used.

Event description:
The customer reported via phone call that they were experiencing high/low blood glucose levels and sensor issues. Blood glucose level at the time of the incident was 258 mg/dl and sensor glucose was 65 mg/dl when threshold suspend was triggered. Customer also stated that they were getting alert to change sensor and calibration not accepted. During troubleshooting the sensor cannula was bent when removed. Customer also reported getting blood glucose from 39 to 500 mg/dl range. Customer treated the low reading with food and juice and treated the high reading with bolus. Customer declined troubleshooting for high/low blood glucose. The sensor was returned for analysis. Frn reservoir unknown, infusion set, ozp mmt 7008 sensor.